Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 80% stenosed, 3.0x5-10mm, concentric and de novo target lesion was located in the non-tortuous and non-calcified left circumflex (cx). The lesion was predilated with a 2.5mm apex balloon and then the 3.00x20mm veriflex stent was advanced to the cx prior to prepping; however, the device was unable to cross the lesion. The device was removed from the patient, and it was noted that the stent was not on the stent delivery system and the dislodged stent was found inside of the non bsc guide catheter. The guide catheter was successfully removed from the patient with the dislodged stent inside. The procedure was successfully completed by implanting a 3.0x15mm non bsc stent. No patient complications were reported with the patient's current condition listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)